Manufacturer narrative:
Analysis of the returned subject device confirm the reported event. It is a known issue cause by the usb-c cable, leading the device to not work correctly. Indeed, this issue is related to a hardware problem. Changing the cable permit to resolve the issue. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 28-november-2024 it is impossible to make the association because the screen changes language on its own and impossible to select french and validate.